Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to recognize vfib rhythm and did not recommend a shock when it should have. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the full disclosure report and incident log was provided for review. The zoll defibrillator's analysis algorithm uses a 9-second ECG sample divided into three 3-second segments. It analyzes each segment using wavefform characteristics, and if at least two segments are identified as shockable, a shock is advised. It detects vf and wide complex vt over 150 bpm. In this case, only one analysis was done, showing a non-shockable rhythm. A full analysis wasn't possible due to limited data. Motion artifact was present in the first two segments influencing the end result. The AED plus functioned as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.